Event description:
Patient had x-ray, approximately one year following surgery, that revealed three broken 2.4 mm locking screws on the distal side of the plate. Patient was revised and the plate and screws were removed.

Manufacturer narrative:
This information was not provided during the initial report. This complaint was originally filed under manufacturing report # 1719045-2008-00108. Concomitant past was identified upon manufacturing evaluation. Synthes is unable to determine the manufacture date without a lot number. Visual inspection confirmed that the head breaks all occurred from the bottom of the stardrive feature into the neck area of the screws. All pertinent areas that could be measured, were measured, and found to be within specification.